Event description:
During a removal surgery the static t handle's tip and a torque limiting driver's tips broke inside the screw. The doctor was able to remove both of the tips with forceps; there was no injury to the pt. The surgery was delayed by a few seconds and was completed using spare devices which functioned properly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.